Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they had blank display. The customer¿s current blood glucose level was unknown at time of incident. The customer stated that the battery cap on the pump goes off and when he tightens it up it goes off. The customer was advised to insert the new battery. Customer stated that the display did not return. The customer was advised to monitor the pump. The customer was advised that we will ship a replacement battery cap as a courtesy to rule out any possible issues with the battery cap. The insulin pump will not be returned for analysis.